Event description:
It was reported that customer experienced malfunction with pump. There was no reported impact to the customer¿s blood glucose level, and no blood glucose values were provided. No additional information was received regarding the outcome of the event, and no actions taken by customer or technical support were described.